Event description:
A pt underwent coil embolization of a patent, ductus arteriosis of the heart. Following the case, the arteriotomy was closed with a 6f angio-seal sts without complications; a successful deployment. Pre-deployment angiogram revealed a 5.5mm vessel size and with the pt's weight of 150 pounds, the operator and physician considered it safe to use angio-seal. The pt was discharged and readmitted within 24 hours due to a cold right foot and loss of distal pulses. The pt was treated with anti-coagulants and thrombolytic therapy. The pt underwent surgery which revealed a proximal dissection of the common femoral artery (proximal to the closure site). The operator stated the dissection was not caused by the angio-seal device. The angio-seal device was removed and not returned. The pt was reportedly recovering.

Event description:
It was reported that a pt underwent coil embolization of a patent ductus artereriosis of the heart. Following the case, the arteriotomy was closed with a 6f angio-seal sts without complications; a successful deployment. Pre-deployment angiogram revealed a 5.5mm vessel size and with the pt's weight of 150 pounds, the operator and physician considered it safe to use angio-seal. The pt was discharged and readmitted within 24 hours due to a cold right foot and loss of distal pulses. The pt was treated with anti-coagulants and thrombolytic therapy. The pt underwent surgery which revealed a proximal dissection of the common femoral artery (proximal to the closure site). The operator stated the dissection was not caused by the angio-seal device. The angio-seal device was removed and not returned. The pt was reportedly recovering.